Manufacturer narrative:
(B)(4)

Event description:
It was reported infection was observed at the lead site. The cause of the infection is unknown. The whole system was explanted and replaced on the left side of the patient. No adverse consequences were detected and the patient condition was good before and after the surgery.